Event description:
A report was received that a patient is experiencing charging difficulty due to the ipg being implanted too deep. The physician relocated the patient's pocket and elected to replace the ipg as it was not charged.